Manufacturer narrative:
Event occurred on an unspecified date of april 2019. The user facility submitted a medwatch report for this event: (B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) clearlink continu-flo solution set leaked. The event occurred during a patient infusion of intravenous antibiotics. While assessing the infusion site, the registered nurse noticed a moderate sized puddle of water on the ground and noticed two (2) small holes in the primary tubing line. There was no patient injury or medical intervention associated with this event. No additional information is available.